Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The procedure was delayed by 10 minutes, and it completed by moved the patient to another room. The field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log file, fse confirmed an issue with the flat detector. Upon troubleshooting, fse identified that the flat detector power supply was non-functional, with no 24v dc output. To resolve the issue, the fse replaced the flat detector power supply. The fse tried detector calibration several times without success and flat detector diagnostics failed. To resolve the issue, the fse reloaded the detector configuration files and return the part for further analysis, and it show the internal leds in the power supply unit failed to illuminate, confirming a unit failure. After replacing the fru ps of fd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.